Event description:
It was reported that a minicap pd set with twist clamp had a leak identified from a hole in the set. The exact location of the leak was unknown. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.